Event description:
It was reported that the pump battery would not charge despite efforts to use different wall outlets and adapters. The customer¿s blood glucose level measured at 199 mg/dl, which was within the normal range, thus avoiding adverse impacts. To resolve the issue, technical support arranged for the pump to be replaced and ensured the customer had access to a manual insulin delivery method. The customer was informed about the replacement process and instructed to return the faulty pump using a pre-paid label and box.